Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context due to interaction with the patient tissue. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
User facility medwatch report mw5170677 received that states: "procedures: left heart catheterization through right femoral arterial access. Coronary angiography product malfunction: star-close deployment: failed deployment and release mechanism right femoral introducer sheath was exchanged with the starclose catheter after angiography was performed. The starclose was advanced in the standard manner. The starclose was deployed, however, it would not release from tissue even with gentle tug. The 2 emergency release mechanisms were also triggered several times, but the device would not let go of the surrounding tissue. A fluoroscopic image of the device was documented. It appears that the foot of the device is partially in vessel and partially in the surrounding tissue. Interventional cardiologist was consulted for guidance. Vascular surgeon was contacted. Right groin exploration, removal of common femoral artery foreign body (starclose device) & repair of right common femoral artery with patch angioplast was required. This patient was initially admitted to a med/tele unit. After the vascular surgery, she transferred to the ICU and stayed 1-2 additional days in the hospital prior to discharge."